Event description:
It was reported that the customer's pump would give an alarm to stop insulin delivery. There was no reported impact to the customer¿s blood glucose level. The customer declined cts troubleshooting, and no further information was provided regarding corrective actions.